Manufacturer narrative:
The initial reported event of fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Concomitant medical products- model: 5076-52, lead; implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath and fatigue when oversensing on the right ventricular (rv) lead resulted in pacing inhibition. The rv lead also had high impedance, elevated thresholds, frequent high-rate non-sustained episodes, and a fracture. The rv lead was partially explanted, capped and replaced. No patient complications have been reported as a result of this event.